Event description:
Date of implant: 2005. It was reported by a non-medical professional that a patient underwent bilateral laminectomies and fusions at the c2-c6 levels. Approximately 9 months post-op, CT scans demonstrated that the rods "had fractured and become displaced." Patient underwent revision surgery to replace the implants.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.